Event description:
Exposed electrical wires were noted on the cable of the breeze mattress. The staff nurse noticed this when a high/low bed in use was not working i.e. She had been unable to alter the height. The pt's mattress was found to be deflated. On examination she found that the electric cable was caught in the mechanism of the bed and was severed and not attached to the plug which was inserted in the wall socket. The cable was frayed, exposing wires, and the plug sockets in the side ward were also found to be not working. No injuries were reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(6) on behalf of the MFR arjohuntleigh, a branch of arjo ltd. (B)(4). The customer confirmed that the whole issue regarding this complaint is due to poor cable management by staff, which highlights a staff training issue. Several internal reminders have been issued. According to the customer, they experienced three events of damaged mains cables over a six month period, and felt the message needed reinforcing; they have introduced safety signs above each bed to highlight the hazards of incorrect cable management. No further info is available for these other occurrences. Arjohuntleigh has reviewed the IFU/user manual for the pump system (breeze) against the warning information that is currently provided. It was established that although there is some warning info provided, it is not in line with other similar products that are marketed. Therefore, the MFR has raised an ecn (ref: (B)(4)) to update the IFU to include a more specific general safety guide for the installation, service and safe functioning of the low air loss system.